Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and the physical evaluation. Additional information: d9, h3, h6, h11. The customer declined to schedule onsite support and observation from an olympus endoscopy support specialist. The device was returned to olympus for evaluation after destructive sampling. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Bacterial identification: staphylococcus epidermidis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for forty-one (41) colony forming units (cfus). The following microorganisms were identified; paracoccus yeei, staphylococcus epidermidis, micrococcus luteus, micrococcus yunnanensis, and brevundimonas vesicularis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.